Manufacturer narrative:
The insulin pump was received with a detached end cap, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap had popped off. The customer had called before for assistance with an issue where the reservoir was not pushing out and then the right side popped open. The customer initially thought that it was the reservoir but it was actually the drive support cap. The customer was advised that the device would be replaced and agreed to return the product for analysis.